Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter would not detach. No adverse effects to the patient due to this occurrence has been reported. Introducer sheath, three-way stopcock, tulip filter, jugular introducer and introducer dilator was returned for product evaluation. Per product evaluation: jugular introducer: was very curved and had a kink. The grasping hook was stocked a bit out of the cup. It was not possible to press the blue button it was stocked. The device was soaked. It was not possible to get the blue button to move, therefore was the handle separated. No nonconformance observed. The grasping hook was pulled long and out of shape. Tulip filter: there was a lot of harden blood at the filter. No nonconformance was found at the filter hook. The cause for the reported failure cannot be determined, based on the product evaluation. Hardened blood/contrast presence during activating the release mechanism may prevent the grasping hook to function. If there is used excessive force the grasping hook will be pulled long. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, the most likely cause of event is that excessive tension during deployment prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: senior perioperative cost specialist. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter would not detach. Patient outcome: the patient did not require any additional procedures due to this occurrence.